Event description:
The customer reported a failure of the (B)(4) ECG lead sets. There was no reported patient incident/injury.

Manufacturer narrative:
An ECG leads related issue could prevent demand mode pacing or delay therapy/treatment. We are still in the process of assessing if there's a risk to health. This complaint is being reported in order to meet the reporting deadlines. A follow up report will be submitted once the investigation is complete.